Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of low vacuum and stopper pop off with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product investigation conclusion: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of low vacuum and stopper pop off with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tube has calibration problems where there is either too much vacuum where the tops pop off. Or too little vacuum where there is no pull of blood into the vacutainers. Found during use. No serious injury or medical intervention noted.